Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery is running out in 3 days on the insulin pump. Customer was using a (B)(6) 3a battery and tried a new battery cap but the problem continued.

Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit received with high idle current, problem isolated to mother board. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.